Manufacturer narrative:
The patient's dob, age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was lost at the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system.

Event description:
The angiosculpt device was used to treat a moderately tortuous and moderately calcified proximal rca with 90% isr and suspected blood clot. A sion blue guidewire was inserted and an altaview ivus catheter was loaded onto the guidewire and removed with no issues. Then, a filtrap guidewide was inserted and the sion blue guidewire was removed. The angiosculpt device was loaded onto the filtrap guidewire and was inflated 5 times to 16 atm. Upon removal, strong resistance was encountered, thus the filtrap and angiosculpt were removed together as a unit. Rewiring of the vessel was performed and the procedure was completed with a non-angiosculpt dcb. No patient injury reported. This adverse event is being reported because the angiosculpt got stuck on a non-manufacturer''s guide wire and removed as a unit. Placement of a new guide wire was necessary to complete the procedure.

Manufacturer narrative:
The patient's dob, age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was lost at the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system.

Event description:
The angiosculpt device was used to treat a moderately tortuous and moderately calcified proximal rca with 90% isr and suspected blood clot. A sion blue guidewire was inserted and an altaview ivus catheter was loaded onto the guidewire and removed with no issues. Then, a filtrap guidewide was inserted and the sion blue guidewire was removed. The angiosculpt device was loaded onto the filtrap guidewire and was inflated 5 times to 16 atm. Upon removal, strong resistance was encountered, thus the filtrap and angiosculpt were removed together as a unit. Rewiring of the vessel was performed and the procedure was completed with a non-angiosculpt dcb. No patient injury reported. This adverse event is being reported because the angiosculpt got stuck on a non-manufacturer''s guide wire and removed as a unit. Placement of a new guide wire was necessary to complete the procedure.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.